Manufacturer narrative:
The promus elite ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were bunched. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft break at the site of the proximal balloon cone. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 28 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, while crossing the lesion, the shaft broke. Then entire assembly was removed and the procedure completed with a 32 x 3.00 promus elite stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 28 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, while crossing the lesion, the shaft broke. Then entire assembly was removed and the procedure completed with a 32 x 3.00 promus elite stent. There were no patient complications reported.